Event description:
On (B)(6) 2012, pt reported experiencing elevated blood glucose readings due to bent cannulas with her infusion sets. Pt stated, she has an infusion headset in her body and noticed her blood glucose was elevated; her reading was between 200-300 mg/dl. Pt reported, she removed the infusion headset and noticed the infusion set cannula was bent. Pt stated, she inserted another infusion site and noticed her blood glucose level was not coming down, so she took out the headset and noticed that cannula was bent also. Pt reported, she inserted another infusion site and noticed there was insulin leaking at the site. Pt stated, the insulin was running down her side. Pt reported, she removed that headset and noticed again that the infusion set cannula was bent. Pt stated, she has now inserted a 4th headset and her blood glucose reading was taken a few minutes before the call with a result of 217 mg/dl. Pt's target blood glucose range is 90-110 mg/dl. Pt is manually inserting the infusion headset. Educated pt on the use of the insertion assist device. Pt has discarded the alleged infusion set. On follow up call on (B)(6) 2012, pt reported, she feels the leak at her infusion site was due to the infusion set cannula being bent. Pt stated, there was just one bend in the cannula. Pt reported since using the insertion assist device she has not experienced anymore bent cannulas. Pt stated her blood glucose level is back in her target range. Pt was able to self-treat her elevated readings by changing the infusion headset and bolusing. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced; no product return was requested.